Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "exchange form textured to smooth due to concerns with the product". Later healthcare professional confirmed events. Later physician reported "capsular contracture baker grade iii and seroma". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date may 2025. Clarification to d4 expiration date and h4 manufacturing date: noted in the system as "ni". Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ cyst(s): unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, deformation and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "exchange form textured to smooth due to concerns with the product". Later healthcare professional confirmed events. Later physician reported "capsular contracture baker grade iii and seroma". Physician later reported "cyst", "trace peri implant fluid", "palpable lump", "calcifications", and "radial folds". This record is for the right side. Device was explanted and replaced.